Event description:
Cardiologist from the facility was pulling the sheath at the end of a normal case to put in a shorter sheath and the back of the hub separated from the sheath. He had a supercore wire in with the dilator as was suggested from the engineers from previous happenings of this sort and it is still an on going issue since 2007. No pt outcome info was provided to assist in his investigation.

Manufacturer narrative:
(B)(4): pt outcome was not provided. (B)(4): device separation potential is labeled in the IFU warning section. Customer returned the hub still attached to the dilator hub. The device was returned in a used and damaged condition: the cap had separated from the sheath with the flare intact, but no evidence of elongation. Proper connector cap size, flare size, and sheath inner diameter were confirmed after removal of the dilator from the sheath hub. Additionally, the gap between the check-flo body flange and cap top was measured at approx 0.018". Each device is inspected 100% to confirm the proximal flare is secure in the fittings and the sheath must not rotate in the cap fitting. An inspection also verifies that the coils in the sheath continue into the cap. Add'l inspections ensure that the flare is evenly trimmed and can pass through the large hole freely but not pass freely through the small hole. Furthermore, the instructions for use (IFU) inform the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor for similar occurrences.